Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the active system within 1 minute: 254 mg/dl and 34 mg/dl. The customer consumed "a juice with sugar" at the time of these results. No symptoms reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.